Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to replace the pump due to unspecified reason. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to replace the pump due it stopped working. No patient complications were reported in relation to this event.